Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the customer reported there were no ultrasound tones that were heard during sculpt. Phacoemulsification was working but minimally. A posterior capsule (pc) tear occurred and the patient required an anterior vitrectomy to complete the case. This patient was a male patient (B)(6) yr. Very dense cataract. Additional, related information was request but was not received. Dr. (B)(6) stated that the¿ phacoemulsification was not working right, he had some phacoemulsification power and there was some pulling.¿ the patient experienced a pc tear with some vitreous loss. They tried unplugging the system, jingling the foot pedal but nothing seemed to work. He ended up switching out the system to do the anterior vitrectomy and complete the case. He was not able to implant the intraocular lens implant (iol). He was too unsure of the stability of the zonules. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule.¿ the customer called the company representative to assist with troubleshooting. The customer was able to resolve their issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the sculpt mode of a cataract extraction with intraocular lens implant phacoemulsification (phaco) was not working correctly. Audible ultrasound tones were heard but there was only some phaco power. All settings were adjusted including volume settings. The system was re-booted and reprimed. This resolved the audible issue. During the second attempt to perform phaco, the patient experienced a posterior capsule tear with vitreous loss. An anterior vitrectomy was performed. Due to the surgeon being unsure of the stability of the zonules the intraocular lens was not implanted at this procedure.